Event description:
It was reported that the atrial lead triggered a lead warning due to high and undefined impedance. The lead also had intermittent capture, low sensing value and real time telemetry showed evidence of undersensing. It was further reported that the lead showed non-physiologic sensing or oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.